Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the major duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was energized and when the physician was about to cut the dudoenal papilla, it was found that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.